Event description:
It was reported that a dexcom g7 sensor did not pair with the ilet during setup while a dexcom receiver was powered on and paired, and the sensor paired successfully to the ilet after distancing from the receiver and discontinuing receiver use. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included troubleshooting and user education regarding eliminating interference from a concurrently paired receiver. Investigation of this case revealed that wireless interference from the dexcom receiver prevented initial pairing to the ilet, and proper pairing occurred once the competing connection was removed. It was concluded, based on previously established findings for similar reports, that user setup with a conflicting paired device caused the event.